Manufacturer narrative:
Performed tube hemagglutination method on retention cells 1, 8, and 10 of panocell-10 ficin, lot 17934-e using retention anti-fya lots 607007 and 607009. Controls performed as expected and retention cells 1 and 8 of panocell-10 ficin lot 17934-e resulted positive as expected. Retention cell 10 of panocell-10 ficin, lot 17934-e was used as a negative control which reported negative as expected. Retention product performed as expected. Customer informed that the possibility of the donor cell being compromised could not be ruled out.

Event description:
A customer reported unexpected negative reactions with cell 8 (donor (B)(6)), homozygous fya cell, of panocell-10, lot 17934-e when testing patient sample containing anti-fya. She states that other fya positive cells are resulting weak to 1+ on the same panel with the same patient sample. Customer states panel was received on (B)(6) 2011 and placed into use on (B)(6) 2011.